Event description:
Surgery is planned to revise tibial implants for pt with a total knee implant. Reason for revision is unknown at this time.

Manufacturer narrative:
Surgery is planned to revise tibial implants for pt with a total knee implant. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.